Manufacturer narrative:
The event occurred in a foreign country.

Event description:
A journal article reports that a pt, with a history of diabetes and continuous ambulatory peritoneal dialysis, was hospitalized for treatment of sepsis. Report indicates that on the first day of hospitalization, pt became disoriented and dyspneic. Pt's arterial blood glucose was reportedly measured, on a cobas b221, with a result of 183 mg/dl. At this time, pt's dialysate was exchanged. Report notes that due to continued deterioration in pt's condition, he was subsequently admitted to the facility's intensive care unit. In the ICU, pt's blood glucose was reportedly measured, using the accu-chek go system, with a result of 496 mg/dl (at 19:00). Report states that, despite aggressive insulin therapy (approximately 70 iu over 8 hours), no significant decline in blood glucose values was observed. At 02:30, pt reportedly developed tachyarrhythmia. A nurse suspected hypokalemia as the cause and subsequently performed an analysis for electrolytes, using the cobas b221. The blood gas analyzer report indicated that pt's potassium was 3.2 mmol/l and blood glucose was 38 mg/dl. The article notes that the capillary blood glucose test, performed immediately prior to the abg test, reported pt's blood glucose as 393 mg/dl (accu-chek go). Report states that at that time, pt was not asleep; rather, he was in a hypoglycemic coma. Pt reportedly regained consciousness shortly after glucose administration. The following day, the pt's blood samples were analyzed using 6 handheld point-of-care devices and a blood gas instrument. The article concludes that the falsely high glucose values can be attributed to interference of the test strips with icodextrin in the pt's dialysate. No add'l info about treatment received while hospitalized, or pt's current condition, was reported. The suspect product was not returned to the MFR for eval.